Event description:
The family of a (B) (6) male (B) (6) in hospice care for amyotrophic sclerosis, complained that the portable aspirator was not as strong as a previous suction machine made by a different manufacturer. The patient said the aspirator did extract secretions, but it took longer than the previous suction machine. Per the instruction of a dme/hme the aspirator was checked by a family member for leaks by vacuuming water, no leaks were reported, the vacuuming pressure was also checked by a family member and found to be to 20psi, normal maximum vacuum. A few days later the patient passed away; the family is associating his passing with the aspirator. As of (B) (6) 2010, the aspirator is currently not available for lab testing.

Manufacturer narrative:
(B) (4). April 2nd, 2010 - under the direction of the dme/hme the 605 vacumax aspirator (B) (4) was checked by a family member (B) (6) for leaks by vacuuming water; no leaks were reported. The vacuum pressure was also checked by a family member and found to be to 20psi; normal maximum vacuum. As of 04/29/2010, the 605 device is currently not available to the manufacturer for lab testing to confirm above. The dme/hme and manufacturer have asked for access to the device, but have been denied. Device (B) (4) was part of shop order (B) (4) containing 100 devices, of the 100 devices no devices failed inspection and testing specifications. A 605 was chosen for long-term cycle bench testing study. The device will be evaluated and data gathered over a period of many months of cycling on and off per 15 minute cycles.